Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and it was found to have a derailed yaw cable at the distal idler pulley. The cable was not broken. The probable root cause of derailed cable is attributed to a loss of cable tension which may have resulted from a stretched cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument was observed to have a broken cable. The hook was swinging and not staying place. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue on 8mm permanent cautery hook (pch) instrument occurred while surgeon was trying to manipulate instrument from surgeon side console (ssc) with head inside of the high resolution stereo viewer (hrsv). The instrument was loose but movement was not static. The instrument did not move in opposite direction. The instrument did not move with resistance in the intended direction. The procedure was completed using a monopolar curved scissors (mcs) instrument. The instrument was returned to isi for evaluation. There was no patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.